Manufacturer narrative:
System components: reservoir, model - 72402970, lot sn- (B)(4).

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device that was implanted ten years go due to erectile dysfunction and shaft breakage in the right penile. A patient outcome of stable was reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) spherical reservoir was visually inspected, leak tested, and examined using a microscope. Spherical reservoir kink resistant tubing (krt) had damage that was consistent with sharp instrument which likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Spherical reservoir had no leaks found. Product analysis was unable to identify device malfunction with the returned device. Cylinder 1 had wear at a fold on the cylinder body. A hole was found in the outer tube by proximal cylinder body that was a result of sharp instrument damage occurred during explant. Broken fabric threads were also found. Cylinder 1 had no damage within the inner tube; therefore, cylinder 1 passed the leak test performed. Cylinder 2 had wear at a fold on the cylinder body. No leaks were found. The standard inflate/deflate pump blub was worn that result of wear against the kink resistant tubing (krt). The reservoir krt section had damage present consistent with tool damage. A leak was present. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to right cylinder breakage at the implant base. No patient complications were reported.